Event description:
It was reported that patient stated purewick urine collection system had low suction. Representative did trobuleshoot passed water test. Patient stated there was condensation in the hoses. Representative advised that was normal and went over placement tips and advised to shake lid before each use to ensure float valve was in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated purewick urine collection system had low suction. Representative did trobuleshoot passed water test. Patient stated there was condensation in the hoses. Representative advised that was normal and went over placement tips and advised to shake lid before each use to ensure float valve was in place.